Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to the customer's blood glucose level. Customer refused troubleshooting and reverted to an alternate method of insulin therapy. No further information was available.